Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site did a spin and it transferred over. They started screws at l5 left, and were able to complete that. The site then proceeded to l5 right and were unable due to the angle and the constraint of adjusting the camera. The site then proceeded to s1 and l4. The site then sent the arm back to l5 on the right, and the cannula was hitting screwhead. The site adjusted and put the cannula back down and then drilled, and they saw it go in superior and lateral into l5 right. The site took out the screw and did another spin to freehand with the navigation. In the second spin, the surgeon noticed that l4 right breached laterally, but went back in so there were no issues. The manufacturer representative noted that they felt the patient did not shift/buck and believed there was no skive potential on the plan. L4 left was not to plan, but the surgeon still felt good about the screw. The site checked accuracy on the anatomy and the passive planar probe was accurate on the spinous process, but seemed to be a little off of the bone, a millimeter or less. The deviation was less than 3.5 millimeters (mm) on the screws, but the l5 drill was off 3.5 to 10mm.there was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
H3, h6:a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports were returned for clinical analysis. The analysis is still in progress. B21, c21, d16 are applicable to the clinical analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G1: manufacturer contact information updated h3, h6: the exports were returned for clinical analysis. The analysis determined that the probable root cause of the reported deviations would be inadequate platform fixation, most probably leading to a platform shift. The risk of shifting of anatomy from its registered location is covered under risk-62664, dhf0477-01_0197. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.